Event description:
Rptr alleged obtaining a discrepant blood glucose result of 14 mg/dl back to back with a result of 95 mg/dl on the compact plus system when testing was performed within 10 mins. Rptr indicated that he took his insulin after the results were obtained, which was reported as being 10 units of novolog 70/30 and is normally taken daily. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.